Event description:
It was reported an issue with novosyn suture. The client reported that the they have had 3 cases of post caesarean evisceration during the last 6 months with braun novosyn 2 (ref: (B)(4)). Apparently these eviscerations were due to a loose suture in the middle of the thread and not at the corner points (not a knot problem) according to the operative reports. We consume a lot of these sutures in the operating room. We did not keep the removed sutures, nor did we take pictures. Related cases: 3003639970-2022-00492, 3003639970-2022-00494.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: lots potentially involved: 721337, 721507, 721413, 722033, 722096,722191, 722162, 722241, 722327. There are no previous complaints of any of the potentially involved batches. There are no units in stock of any of the possible involved batches except for 722327 that there are (B)(4) units in stock. We manufactured and distributed in the market: (B)(4) units of this code batch 721337. 2,016 units of this code batch 721413. 2,064 units of this code batch 721507. 1,968 units of this code batch 722033. (B)(4) units of this code batch 722096. (B)(4) units of this code batch 722162. (B)(4) units of this code batch 722191. (B)(4) units of this code batch 722241. 5,952 units of this code batch 722327. Without closed and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing records, these products had a normal process and the results during the process fulfils usp/ep and bbs requirements. Reviewed the complaint history records, there are no previous complaints in any of the other products manufactured with the same thread raw material batches used in the production of the possible affected code-batches. As indicated in the instructions for use of the product: side effects: the degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection. The following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage. Also in the instructions for use: -usage of novosyn® may not be advised in case of elderly or malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process. -about 75% of the original tensile strength remains after 14 days of implantation, about 40-50% after 21 days and about 25% after 28 days. The complete mass absorption of novosyn® takes place at 56-70 days, when the tissue is normally perfused. -when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.